Manufacturer narrative:
Device evaluation: customer reported of tissue growth and regurgitation. Evidence of regurgitation was observed, as a gap was visible in the central coaptation region. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 11mm on leaflet 2 at the outflow aspect and approximately 10mm on leaflet 2 on the inflow aspect. Leaflet 1 and 2 were fused together at the free margin by approximately 5mm due to host tissue. Host tissue was heavy around the stent circumference at the outflow and inflow aspect. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. Fibrin deposition visible on the cusp of leaflet 1 and 3 on the inflow aspect. The x-ray showed evidence of wireform distortion between commissure 1 and 2 and also between commissure 2 and 3. In addition, the x-ray showed commissures 1 and 3 slightly bent inwards. As received, approximately 75% of the sewing ring was cut as seen on the inflow and outflow aspect. X-ray. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for device release for distribution. No issues were identified that would have impacted this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Event description:
Edwards has received information that a 25mm mitral bioprosthetic valve explanted after an implant duration of 1 year 8 months, due to two leaflets not moving because of the tissue growth and severe mitral regurgitation. During the procedure the patient also underwent aortic valve replacement of the native valve and was implanted with a non-edwards bioprosthetic valve. There were no complications reported.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.